Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and 4 watchman laa closure devices were attempted. During the procedure, 4 different closure devices were attempted as the patient had a difficult laa to support the watchman implant, so no device was implanted. The international normalized ratio (inr) was 1.5 during the procedure. The patient woke up 3 hours post procedure and had a stroke in which they were hospitalized for a week. The physician stated the patient could attempt a watchman flx closure device on a later date, but the patient declined this suggestion. The patient recovered and was doing well after this event.